Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for high blood glucose. Customer went to the emergency room on (B)(6) 2014 with a blood glucose of 839 mg/dl. She experienced nausea, vomiting, and diabetic ketoacidosis. She was wearing the device when hospitalized. She was treated with an insulin drip. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. The device passed the high pressure test. Customer was advised to monitor the device and call back when needed. Customer's current blood glucose is 184 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.